Event description:
It was reported that during a lap low anterior resection, the blade was broken off during use. No pieces were left inside the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not contacted with a clip or a forceps.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.